Manufacturer narrative:
Patient codes: 2645 labeled na device codes: 1354 labeled (B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak (loss of fluid column) could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed for leak. It was reported that during device preparation of the steerable guide catheter (sgc), the device would not hold the fluid column. The sgc was flushed a few times; however, it would not hold the fluid column and was not used. There was no patient involvement and reported clinically significant delay in procedure. A second sgc was used without issue. No additional information was provided.